Event description:
The complainant reported that the nursing staff stated during morning rounds that the patient experienced an episode of ventricular tachycardia during the night, which resulted in decreased extracorporeal membrane oxygenation flow and a reduction in the device performance level. The ventricular tachycardia resolved, and later in the shift the patient experienced another arrhythmic event consistent with torsades de pointes and ventricular tachycardia. Amiodarone and magnesium were administered. During the second event, neither the mechanical circulatory support device nor the extracorporeal membrane oxygenation support was reduced.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information has been provided in b1 (event type) to accurately reflect [injury/malfunction/death classification]. Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided. H6 component codes were updated accordingly based on the completed investigation.